Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 250 mg/dl. The cannula was dislodged and bent, while wearing the pod worn between 4 and 24 hours on the leg.

Manufacturer narrative:
Pod was returned with the needle mechanism fully deployed. No damages or defects were found that would lead to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The received device had the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula did not find it bent, kinked, or damaged. No problem was found. No damages or defects were found that would lead to the reported failure to adhere. The cause of the reported adhesive failure could not be determined. During the investigation, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. As a result of the internal leak, corrosion was observed on multiple internal components the presence of corrosion and the tear in the soft cannula indicate that fluid did leak into the pod's internal components. This tear cannot be confirmed as the cause of any of the user reported events.